Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 487mg/dl. The customer did not show any symptoms. The customer was treated with manual injections. Customer's blood glucose value was 487 mg/dl at the time of the call. Troubleshooting was not performed as the customer also mentioned the insulin pump having partial display. Customer said the screen look burnt. Customer reports they have not contacted their hcp regarding the high bgs. Customer was neither in ER, nor admitted into hospital, nor was ems dispatched because of their high blood glucose value. Customer was advised to treat per healthcare professional's recommendation. The product is expected to return for analysis.